Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error while the customer was attempting a bolus delivery. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.